Event description:
Customer reported channel disconnect. No further patient or event information was provided.

Manufacturer narrative:
(B)(4).the customer's report of channel disconnect was confirmed. The channel disconnects involved the devices on the right side of the pcu. In each instance a different pump module was used with the same syringe module, which seems to suggest that the male iui on the pcu was the cause of the disconnects, however both iui's of both pump modules as well as the female iui of the syringe module may have contributed to the disconnect. The pcu's male iui was examined and it was observed that the pins were dull, with several of the pins showing signs of green corrosion and dented isolation ribs. The other iui's of the returned devices all appeared to be dull with some showing signs of green corrosion and damaged isolation ribs. The date codes of the iui connectors varied between (B)(4) 2007 and (B)(4) 2014. The cause of the channel disconnects was determined to be contamination of the pcu male iui connector. The root cause for the presence of contamination on the iui connectors is not known but may be an indication of needed improvement in the cleaning and pm activities being performed.